Manufacturer narrative:
(B)(4). The reported field event of the inability to tighten the set screw was confirmed in the laboratory. The device was tested on the bench and the is-1 set screw threads were noted to be damaged. The damaged set screw threads prevented tightening of the set screw and securing the lead.

Event description:
It was reported the defibrillation portion the lead could not be inserted correctly into the header. The device was removed and a new device was implanted instead. No adverse consequences were reported.